Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient stated they received a faulty hip replacement. The patient has an appointment with their surgeon to schedule a revision, but has not been revised at the time of this report. No further information provided.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 remove date of event, b5, g2, h6 type of investigation.

Event description:
As reported, the patient underwent an initial hip replacement. Subsequently, the patient stated they received a faulty hip replacement. The patient has an appointment with their surgeon to schedule a revision, but has not been revised at the time of this report. No further patient impact was reported. No additional information available.